Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of greater than 500 mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus. Customer declined to provide additional information or troubleshooting. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg. The customer reverted to manual injections for insulin therapy.